Event description:
Customer was using a loaner to get to the store and alleges his feet were strapped to the unit, but the left foot was dragging on ground resulting in injury.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer was using a loaner to get to the store and alleges his feet were strapped to the unit, but the left foot was dragging on ground resulting in injury.

Manufacturer narrative:
Customer was using this loaner chair when the alleged incident occurred. The loaner chair is no longer with the consumer. The loaner chair is located with the technician who owns the chair and states that the unit is working properly. Device not available.